Event description:
It was reported at follow up that the 6931 right ventricular (rv) lead had high thresholds of 3.5 volts at 1 milliseconds. The 6931 lead was explanted and replaced. It was also reported that the right ventricular (rv) 6944 lead had high impedance and a possible fracture. The 6944 lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) 6944 lead had high impedance and a possible fracture. The 6944 lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7288 implantable cardioverter defibrillator, implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising.